Event description:
Litigation alleges that patient experienced severe and permanent injuries, conscious pain and suffering. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient experienced severe and permanent injuries, conscious pain and suffering. (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.